Manufacturer narrative:
Catheter.

Event description:
The patient experienced pain with the last pump refill. There was fluid over the pump and the site was tender. An x-ray (date not reported) showed a break/cut in the catheter at the lumbar site. The catheter was revised. The patient recovered without sequela. The device system was used to deliver baclofen.